Manufacturer narrative:
The reported event was confirmed cause unknown. 1 sample was confirmed to exhibit the reported failure. As the sample was unable to display temperature it is considered to not meet specification. The device was used for diagnostic purposes. A potential root cause for this failure could be user sterilizes cable. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "labeling was reviewed and found to be adequate as it states "for use with bard temperature-sensing products and accessories". Correction: d,h. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the displayed temperature was inaccurate on the 7th day of use. It was stated that the cable was replaced and the issue was resolved.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the displayed temperature was inaccurate on the 7th day of use. It was stated that the cable was replaced and the issue was resolved.